Event description:
During a percutaneous interventional procedure, the hub became separated from the delivery catheter. However, there was no patient injury reported. The product has been returned to cordis for analysis and testing, the results of which are pending. Upon investigation it was learned that here is no additional patient specific information available for this event. The representative did, however, provide the following information after discussion this incident with the cath lab physician. In general practice, the sds' are negatively prepped by the physician on the table prior to entry into the patient. The guidewire lumen hub is flushed through with heparinized saline. The stent is loaded onto the wire and advanced to the lesion site. This is done without connecting to the inflation manometer, which makes it easier for the physician to maneuver the sds through the anatomy. Once the stent is positioned within the lesion site, the inflation manometer is connected in the neutral position and the stent is deployed. The physician notes that he remembers that the case was a difficult one; that the lesion was "difficult". The lesion was pre-dilated; however, it took quite a bit of manipulation to successfully position the stent within the lesion site. He notes that this is not unusual for the population of patients that they treat in his lab. At the time they attempted to connect the inflation device to the catheter, the hub came off in the tech's hands. The catheter was removed over the wire and another cypher product was used to complete the procedure without incident. There was no impact to the patient.